Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code related to oxygen blending module failure was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's oxygen blender pca was replaced to address the issues. In addition of the above evaluation, trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, power cord, motor blower assembly, stirring fan foam parts were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.